Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Pharmacist reports a capsular contracture (baker grade IV) and ¿stony prosthesis with a gland that remains flexible¿ observed during a mammary clinical exam. Removal of the device. This record relates to the left side.